Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: g1 (manufacturing site name). H3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the hydraulic pump was returned attached to the cement reservoir. Reservoir was filled with cement and pump with a small remaining quantity of liquid. With available evidence it is reasonable liquid leakage was present during usage. The complete potential cause for this condition can not be fully established. A complete functional test can not be performed due to the condition of the complaint can not be replicated. However, no visual damage was identified with the pump nor the connection with the reservoir. Properly handling and attention to the approved use of the device diminishes the risk of failure. Instructions for use confidence spinal cement system ¿ ¿ 11cc kit 0902-90-193 rev. A was reviewed and the following relevant statements were found: ensure that all connections are tightly secured. Improperly secured connections could result in the unintended disconnection of components. Connect the flexible tube (which is attached to the pump) to the fitting on the proximal end of the reservoir cap. Note: prior to connection, rotate the pump handle counter- clockwise (about two full turns) and remove the stylet from the introducer needle cannula. Attach the distal tip of the reservoir to the threaded connection of the introducer needle cannula. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the confidence hydraulic pump would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a DHR evaluation was performed for the finished device product code: 283906100. Lot number: 439749. No non-conformances/manufacturing irregularities related to the malfunction were identified. The product was released on: 26-jun-2025. Manufacturing site: jabil le locle. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. Recaptured codes on h6 (medical device problem code). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: b3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: a DHR evaluation was performed for the finished device. Product code: 283906100 lot: 439749 no non-conformances / manufacturing irregularities related to the malfunction were identified. The product was released on: 26-june-2025 manufacturing site: jabil le locle the product was not returned to medtech orthopaedics; however, photos were received for review. The device associated with this report was not returned to medtech orthopaedics for evaluation. The photographs attached were reviewed, however the provided evidence was not sufficient to confirm the reported event of unable to transfer, leak - during use. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the confidence hydraulic pump would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that patient underwent spine procedure. During the procedure, the hydraulic pump of the confidence spinal cement system was broken. After assembling cement reservoir and mixer, done mixing with the cement, and after attaching the hydraulic pump, while rotating the ergonomic hand operated pump, the cement did not deliver out and the water in the hydraulic pump was leaking. No fragments were generated. Procedure was completed successfully with a five to ten minute delay. There was no patient consequence.